Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The alarm board was replaced, and the unit was returned to service. No report of patient involvement. Unique device identifier:(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the audio of the gauss alarm did not function. There was no report of patient involvement.